Manufacturer narrative:
Calibration data was acceptable. Based on the qc data provided, it is not clear if qc was within range around the time of the event. No issues were identified during a review of the alarm trace data. Due to the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The customer repeated 10 patient samples that were run before this sample and 10 that were run after this patient sample and there were no issues. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys probnp ii (probnp ii) on a cobas e 411 analyzer (rack system). The initial result was 10.0 pg/ml. Since this result was different than the previous probnp ii result for the patient, the customer repeated the sample with a result of 5968 pg/ml. The customer repeated an aliquot of the parent sample and the result was 6038 pg/ml. The customer repeated the parent sample and the result was 6095 pg/ml.